Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a subclavian stenosis the pta balloon allegedly broke off at the distal end of the catheter but was still attached to the catheter lumen during the first inflation. It was further reported that the health care provider used a larger sheath to capture the balloon segment and catheter, and then removed from the patient successfully. Reportedly, no further treatment was provided. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 18mm x 4cm x 80cm balloon. The balloon was received fully advanced through the introducer sheath. The balloon was observed to be completely pulled out from the outer shaft, indicating a loss in the weld bond at the proximal neck. This loss in the weld bond was likely perceived by the user as a break in the shaft. The entire device remained in one piece. The inflation/deflation holes on the shaft, as well as the glue bullet on the polyimide, were visible outside of the balloon. The distal end of the balloon had been pulled proximally, resulting in the balloon being partially prolapsed over itself. The condition of the returned device likely indicates that the user observed retraction issues during the event. The weld bond was examined under microscopic magnification and evidence of material transfer between the balloon and the catheter shaft was observed, indicating that the laser welding had melted the two components together. The weld bond appeared to be consistent around the entire circumference of the bond, with no defects noted. Unraveled balloon fibers were present at the weld bond. The sheath was examined under microscopic magnification and the distal tip of the sheath was not flared in appearance. Per the reported event details, the introducer sheath was upsized to help retract the balloon. Functional/performance evaluation: using needle nose pliers, the prolapsed portion of the balloon was straightened out in order to examine the entire surface of the balloon for any ruptures. No signs of a rupture were present on the balloon. Due to the poor sample condition, the balloon was unable to be inflated to determine whether a pinhole rupture was present. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the images provided, detachment of the pta balloon can be confirmed. Based on the images provided, the removal of the entire pta balloon and the fragments cannot be confirmed. Conclusion: based on the condition in which the sample was returned, the investigation is confirmed for material separation as the proximal neck had separated from the shaft. Material separation was likely perceived by the customer as a break in the shaft. Therefore, the investigation is unconfirmed for break. The investigation is confirmed for unraveled material, as unraveled balloon fibers were present at proximal balloon weld bond. The investigation is also confirmed for retraction issues based on the condition in which the sample was returned (i.e. Prolapsed balloon material over distal tip). The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Do not continue to use the balloon catheter if the shaft has been bent or kinked. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.